Event description:
The reporter stated the surgeon attempted to insert an aa4204vf silicone single piece lens and the lens tore. There was pt contact but no injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.